Event description:
Ventilator stopped cycling while on a patient - proper alarms sounded. Alternate ventilation used. No injury to patient.

Manufacturer narrative:
Manufacturer found a cracked solder joint on one pin of the pressure transducer. Error code had indicated a communication problem between this transducer and the microprocessor ventilator operated as designed for fault condition - when it cannot be sure of the airway pressure, it gives visual and audible alarms, and shuts down ventilation.